Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replicated the error u-04 stating the generator was out of memory. The error continued after power cycling the generator multiple times. The erbe generator was replaced to resolve the issue.¿the system was tested and verified as ready for use. Isi received the erbe generator involved with this complaint and completed the device evaluation. Failure analysis did not replicate the reported issue. The unit was placed on an in-house system under normal mode. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to the original equipment manufacturer (OEM) for further investigation. Unit was pulled out of hold location for secondary failure review. The unit was tested on system and reported failure of instruments not being recognized was not replicated. Unit energized and cauterized on all ports. Unit will be sent through standard safety testing as per traveler 836070-5 and restocked if passing. Update unit will not be sent to vendor , but will be sent through standard safety testing as per traveler 836070-5 and restocked if passing all test.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer called in to report that they encountered an activation error on the integrated electrosurgical generator unit (iesu). The customer reported that the iesu kept faulting so they power cycled the iesu. It was noted that the surgeon had elected to convert to open surgery prior to contacting technical support. The technical support engineer (tse) reviewed the system logs and found numerous iesu out of memory errors (u-04). The tse explained that the iesu has limited memory, and it can stop functioning if it runs out of memory. The tse informed the customer that the memory issue would be resolved by power cycling the iesu. The tse also recommended to use the iesu again, but the customer stated that they would continue as an open case. The procedure was converted to open surgery with no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the system was reportedly inspected prior to use, and no issues were noted. The patient was fine with the open procedure. The patient did not experience any post-surgical complications. No patient-related information was available.